Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties and a dissection occurred. The lesion being treated was located in the mildly calcified, 90% stenosed proximal diagonal (dx). The vessel was pre-dilated with a crossail 2.5 x 20 mm balloon. The physician placed a taxus express2 8.8% 3.0 x 24 mm drug eluting stent in the proximal dx off the left anterior descending. After deployment, the balloon was sticking to the stent wall. The physician dilated the balloon and released the pressure again with no success in dislodging the balloon. The physician had to deep seat the guide catheter and was able to pull the balloon intact into the guide catheter. After the guide catheter was pulled into the artery, the physician noted a dissection proximal to the stent. The physician implanted a taxus 3.0 x 8 mm stent to repair the dissection. No other pt consequences were noted. The pt's status is reported as fine.